Manufacturer narrative:
Qn#(B)(4). The reported event was confirmed through examination of two photographs provided by the customer. The physical sample was not returned for evaluation. The photographs depicted a guide wire that was unraveled. A device history record review was performed with no relevant findings. The IFU describes suggested techniques to minimize the likelihood of guide wire damage during use. The probable cause could not be determined based upon the information provided and without the actual complaint sample. No further action will be taken.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that in emergency, the doctor inserted the introducer needle into the patient's left subclavian, then inserted the guidewire through the needle. The doctor then tried to take the needle over the guidewire at which time the needle became stuck on the guidewire causing it to unravel. As a result, the surgeon had to remove the guide wire using a larger incision. A new cvc was then placed in the patient's right subclavian. A delay was reported, however, there was no additional harm to the patient due to this delay or as a result of this occurrence.